Manufacturer narrative:
G1: correction. H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when IV line was attached to the patient lumen, 4-way stopcock connecting piece to lumen fell off. When lines were being prepared away from the patient bedside, one part of the stop cock broke away (the piece that would connect to the patient's line). This would have posed a significant risk to the patient if the break were to happen mid cellular transfusion, but in this event, it occurred before it reached the patient. There were no harm or adverse events reported as a result of the event.